Event description:
In 2009, excelsior was contacted by rep, a pharmacist from pharmacy. Rep told excelsior that a potential adverse event involving heparin had been reported to him by hospice. He noted the lot number and product code involved in the report and provided contact information for the hospice service. Excelsior made contact with director of clinicians for hospice. The reporter, noted that the subject heparin was administered in 2008, and that a reaction was seen four days later. This included classic signs of infection, such as swelling and redness at the site of administration. The heparin was administered through a mediport site in order to keep the line patent. Patient is currently being treated for non-hodgkin's lymphoma.

Manufacturer narrative:
As part of excelsior medical's standard operating procedures, we have opened a complaint file on this incident. Excelsior is filing this report to comply with the FDA's 5-day MDR reporting mandate concerning potential heparin adverse events. Initial information about the event seems to indicate that the adverse event was due to an infection from an unknown source. The symptoms reported by the patient (redness and swelling at site of administration) and the delayed onset of these problems suggest that the reported adverse reaction is not related to excelsior's heparin api. We will continue to seek more information from the complainant and patient involved and will attempt to secure the suspect device for evaluation. Further information will be provided as it becomes available to us.